Event description:
It was reported that a patient with a edwards bioprosthetic aortic surgical valve was being considered for a transcatheter valve in valve procedure to address the symptoms of stenosis. It was noted that "there is decreased movement of the left and non-coronary cusp. The right coronary cusp is the only one that moves. There is trivial aortic insufficiency. Pedoff probe was used after the study to obtain extra views and the v-max obtained was at least 4 meters per second."

Manufacturer narrative:
Device evaluated by manufacturer: device remains implanted. No product was returned, no evaluation could be performed. Although the patient was being considered for a transcatheter valve in valve procedure to address their stenosis, the size of their annulus was too small and the procedure was not performed. No information has been provided to indicate an explant of the patient's device has occurred or is scheduled. Efforts to obtain additional patient records are ongoing. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement.